Event description:
Dealer alleges that consumer was in the chair while it was being loaded onto a paratransit van. Driver had allegedly stopped the vehicle in the wrong position and had the ramp impropery positioned. While the consumer was going up the ramp lift, the ramp folded, as if going back into storage position, and consumer was allegedly thrown while in the chair. No injury is alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model tdxsp-cg, serial number/date code (B)(4) is approximately 2 years 10 months old. The user manual part number (B)(4) was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumer is a (B)(6). The consumers technique while using the device is unknown. The maintenance history of the device is unknown.